Event description:
On 4/1/1998 following a catherization procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure was held with successful control of bleeding. The next day the pt developed a cyanotic toe. Later (length of time not quantified by facility), an ultrasound was done which revealed a high grade stenosis in the right common femoral artery. An angiogram was then performed (date unknown) which identified a 2-3 cm clot in the right common femoral artery with pt vessels distal to the thrombus. A vasulcar consult was done. On 4/21/1998 the pt was reportedly taken to surgery where an endarterectomy was performed. As of 5/18/1998 there have been no operative notes or response from the facility for follow-up. However, there have been no reports of complication or pt sequelae made to the MFR at this time.